Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a patient with a brain tumor ((B)(6)-year-old boy). Doi and the initial pressure setting are unknown. After implantation, it was found that the fluid did not flow through the device though the setting change could be made. The surgeon suspected occlusion of the device and replaced it with the same new product on (B)(6) 2016. The patient's condition is good after the revision.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected, a clear liquid was noted inside the valve, as well as needle holes in the needle chamber. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code (B)(4) with lot cpbc7b, conformed to the specifications when released to stock in 26th february 2013. No root cause could be determined as the valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.